Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis. The iesu was placed on a system and was run in normal mode. During visual inspection, there was no significant scratches or dents. The front bezel is in decent condition. Root cause is attributed to the defective component. The iesu should have been in dual pad but not in single pad nessy mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grounding pad icon on the erbe generator would not turn green. The customer attempted to use two backup grounding pads but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer place the grounding pad on their own arm but the issue remained. The customer then hard power cycled the erbe with no change, the customer noted that they were using the megadyne brand pad. The customer opted to continue the case with a vessel sealer instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system and the erbe generator initially did not have errors at start-up. The customer did continue the case with the vessel sealer instrument.